Manufacturer narrative:
As received by the medical affairs department, 11 years post implantation of a trapease filter, a chest x-ray revealed the filter was fractured. The reporter indicated that after consultation with a specialized surgeon, it was advised to leave the filter implanted and not to remove it. As reported by the patient's wife "the filter was implanted as a preventative measure after the patient was in a tractor accident and dislocated his hips as well as severed the femoral artery, and received multiple deep lacerations. Due to the extent of his injuries, the doctors were concerned he might develop a blood clot, and they opted to insert the ivc filter to prevent a clot from harming him. The only type the hospital carried at that time was the permanent trapease filters. The patient was administered the ivc filter on (B)(6) 2001. An x-ray was taken after insertion to check placement of the ivc filter, the screws in his hips, as well as the coil in his femoral artery. However, the older x-ray shows only the bottom portion of the filter. According to records, insertion was successful with no complications". The reporter also stated that, recently, her husband "began having pain in the area where the filter actually is deployed. The physicians we've seen state that he simply had a gastro intestinal (gi) issue and that whatever it was, it had caused his xiphoid to feel swollen. His pain isn't the actual bone but below it. Almost as if it was at the filter's site". A chest film was taken and revealed filter fracture. This was the first chest x-ray taken since the accident. According to the patient's wife he's never had a reason to get another x-ray. The patient's family has spoken to a surgeon who specializes in removal of ivc filters, both temporary and permanent. However, it is this specialized surgeon's opinion that the risks of removal are more risky than leaving it in. Therefore the filter remains implanted in the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of trapease lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Based on the limited information provided and without the procedural films available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the fracture reported. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
As received by the medical affairs department, the reporter¿s husband had a trapease filter implanted 11 years ago. A follow up x-ray revealed that the filter is fractured. The filter was implanted as a preventative measure after the patient was in a tractor accident and dislocated his hips as well as severed the femoral artery, and received multiple deep lacerations. The patient is a (B)(6) male and was going to be wheelchair bound for a few months. Due to the extent of his injuries, the doctors were concerned he might develop a blood clot, and they opted to insert the ivc filter to prevent a clot from harming him. The only type the hospital carried at that time was the permanent trapease filters. The patient was administered the ivc filter on (B)(6) 2001. An x-ray was taken after insertion to check placement of the ivc filter, the screws in his hips, as well as the coil in his femoral artery. However, the older x-ray shows only the bottom portion of the filter. According to records, insertion was successful with no complications. Recently, the patient began having pain in the area where the filter actually is deployed. The patient's physicians state that he simply had a gi issue and that whatever it was had caused his xiphoid to feel swollen. His pain is not the actual bone but below it, almost as if at the filter site. A chest film was taken and revealed the filter fracture. This was the first chest x-ray taken since the accident. According to the patient's wife he's never had a reason to get another x-ray. The patient's family has spoken to a surgeon who specializes in removal of ivc filters, both temps and permanent. However, it is his personal opinion that the risks of removal are more risky than leaving it in. The filter remains in the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.